Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4); product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). Please note that there are two of the same type of computer involved in this event. A medtronic representative visited the site to evaluate the equipment. The computer was replaced, and the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a case (patient present) they booted up the system and got "no signal" on the staff cart monitor, and a black screen on the surgeon cart monitor. The site could hear the fans running constantly. There was a delay to the procedure of less than one hour. The procedure was rescheduled for a later date.

Manufacturer narrative:
H3: the computer was returned to the manufacturer for analysis. The computer boots normally to the application screen. The installed programs start and run normally. No video issues were observed. The hardware investigation found that the reported event was related to a hardware issue. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously submitted lot number of one of the computers is incorrect. It is not 1982325. The correct number is 1802624. The other submitted lot number, 1982322, is still accurate. Additional info: the site attempted to troubleshoot at the time of the event. The local representative requested that the site bypass the video splitter. This did not resolve the issue. The site then reseated the cables to the computer. This did not resolve the issue, either. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the surgeon decided to reschedule the case once anesthesia had already been administered. The patient was under for less than ten minutes prior to this decision. During troubleshooting, it was determined that the computer in the system was the source of the issue.

Manufacturer narrative:
H2) additional information: additional information received indicated that the procedure was rescheduled after anesthesia had been administered. See b1, b2, b5, and h1. H3) the computers were returned to the manufacturer for analysis. Analysis found that the computers booted normally to the application screen. No video issues or unresponsiveness was observed. No failure was found with either computer while under analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.